Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 111-275 mg/dl. A manual injection was administered and a correction bolus was delivered to correct bg. Customer alleged that the pump was not delivering the correct amount of insulin. A system check was performed with tandem technical support (cts) and found that the time and date were incorrect by one day and three hours; cause was not known. Tandem technical support successfully guided the customer through adjusting the date on the pump. The customer reverted to an alternate pump for insulin therapy.